Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient's lead was exposed due to skin erosion and it would be explanted in the next week after report. No troubleshooting had been performed yet and no actions/interventions had been taken. The issue was not resolved but surgical intervention was planned. It was further reported 5 days later by the company representative that complete system explanation occurred. The cause of the erosion was not known but the erosion was resolved as "plastic surgery was called in to revise the wound".